Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many devices had "needle pop off very easily" issue in this procedure? Device return status? This happened with all the sutures they used (more than a dozen) which came from 4 different suture boxes and 2 different lot numbers. First procedure there were 10 that pulled off from different boxes, do not have the second possible lot number involved. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the second possible lot number that experienced needle pop off? Can you advise if there was any additional procedure when the d7931 popped off? How many devices pulled off in each procedure? Did you report the additional events? What are the complaint numbers? The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch pdm810; expiration date: 03/31/2024; date of mfg.: 04/05/2019. A manufacturing record evaluation was performed for the finished device pdm810 possible batch number, and no non-conformance's related to the reported complaint condition were identified. Note: events reported via mw 2210968-2019-88705, 2210968-2019-88707, 2210968-2019-88709, 2210968-2019-88710, 2210968-2019-88711, 2210968-2019-88712, 2210968-2019-88713, 2210968-2019-88714, 2210968-2019-88715.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The green suture needle popped off very easily. There were no adverse patient consequences reported.